Manufacturer narrative:
Unit passed displacement test. Unit was received with missing segments due to cracked glass lcd. Unit was also received with cracked reservoir tube lip, scratched case, keypad overlay texture damage, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The caller reported that the insulin pump had a big crack through the front of the screen. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.